Event description:
It was reported that during a gastric bypass procedure, gun fired with 2 cartridges, but on the 3rd time of firing, the gun wouldn't fire with a new cartridge in. A second gun was opened which was used for an additional 2 firings before, upon firing a 3rd time, the cartridge slid forwards out of the jaws. (Rep has advised potential misloading of cartridge and arranged further training). A 3rd gun was opened to complete the procedure. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.